Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received sensor replacement due to pump error 15 (the critical block and inverse critical block did not add to zero.) And pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn and mmt-7040ma. Troubleshooting was performed for pump error 23 and the customer was able to clear the error and was able to complete rewind. Pump was not recently placed in storage mode or without a battery for greater than 8 hours. Troubleshooting was partially performed for pump error 15 and the customer was able to clear the error and was able to complete rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7841zn. No product return is required for mmt-7040ma.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might have triggered the reason complaint. Unit passed the displacement test and self test. During the download review on 06/17/2025 05:18:11.000, pump errors 15 and 23 were recorded. Per r&d investigation, line number=691, file number=39 was due to a corrupted data/invalid pointer. The problem is isolated to the electronic assembly. The unit was cut open, and a visual inspection was conducted on the connectors and electronic assemblies. Per visual inspection, all connectors, including the motor flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, pump error 23 and 15 were confirmed using download history files due to corrupted data/invalid pointers. Isolated to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.